Event description:
It was reported that a home patient had a high drain alarm 104 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice device during use, at the end of the therapy. The initial drain volume equaled 2900ml, the drain volume equaled 0ml, the last fill volume equaled 1995ml, the total fill equaled 8009ml, the total drain equaled 9524ml, the total ultra-filtration (uf) equaled 1515ml, cycle four uf equaled 2330ml, cycle three uf equaled -269ml, cycle two uf equaled -249ml, cycle one uf was -297ml. The technical service representative explained the alarm and advised the patient on the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the event history log verified the reported increased intraperitoneal volume event. An external/internal inspection was performed on the device and found no issues. The device passed electrical and functional testing. The pneumatic system was tested and found to be working to specifications. A short simulated therapy was performed on the device successfully. The service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The cause of the reported problem was determined to be one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.